Event description:
It was reported that a sudden increase in high voltage lead impedance was observed. R waves also seemed to have risen concurrently. The origin of the observation was not confirmed but was thought to be physiologic, medication related. Additional evaluation and testing was recommended. The options were to be relayed to and determined by the physician.